Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error in stacking during drying operations¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as labeling review could not have prevented this issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter kinked when the package was opened and it was discarded before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was found to kink when the package was opened and it was discarded before use.